Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a bearing with some scratching noted to the rim and outer spherical surface of the device. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient had a total hip arthroplasty. Subsequently, the patient was brought to the hospital one year post implantation for a revision surgery due to dislocation. Head and bearing were revised and exchanged.

Manufacturer narrative:
(B)(4), d10: 650-1055 cer bioloxd option hd 28mm 320425. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.